Event description:
Pt wanted bandaids on their leg after they were very gently scratched, which actually did not warrant a bandaid since the scratch did not even break the skin. Pt just wanted a bandaid to make it feel better. So rptr put on a new princess tattoo bandaid from 3-m nexcare. Rptr placed three different bandaids down the length of pt's leg to completely cover the length of the scratch. They were on for approx three days or so when pt asked for them to be removed. Rptr noticed, under one of them, extreme redness. After completely removing the bandaid it was then noticed that the bandaid had begun to eat through pt's skin causing an open wound in the shape of the bandaid with the bandaid covered with "yuck" and an awful smell that open wounds that have been untreated can produce. Rptr has contacted the co, taken pt to the dr and is now looking from some help as to find out why this did this to them. Rptr would like to get the bandaid that was on pt's leg tested. Please note that of three bandaids that were placed in the same area on a leg without injury before only one caused such a "reaction" thus making rptr feel this is not a simple case of pt having an allergic reaction. Pt has never reacted to bandaids before and rptr wonders why all the bandaids did not do it.